Manufacturer narrative:
Patient identifier not available from the site. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed. The site adjusted the emitter during the procedure and cleared metal from the working area. The representative was unable to confirm the resolution. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site after the issue had occurred and performed a planned maintenance (pm) on the navigation system. The navigation system passed the system checkout and was found to be fully functional.